Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that, during a procedure, the biosure screw broke during implantation. The procedure was completed using a smith and nephew back-up device. It is unknown if there was a surgical delay. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A review of the customer provided image finds a screw in a plastic bag, there is no way to tell if the screw is damaged from the image. A visual inspection of the returned device found that it is not in its original packaging. The device is fractured at the distal end and some of the ribs are damaged. There is debris on the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. Per case details, the biosure screw reportedly broke during implantation. The patient impact beyond the reported events is not anticipated as the device broken pieces were removed with tweezers and the patient status is good. The procedure was completed with a smith and nephew backup device in the originally drilled bone hole with a procedural delay of 1-30 minutes and no patient harm was alleged. Therefore, no further clinical/medical assessment is warranted. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during an acl reconstruction procedure, the biosure screw broke during implantation. Pieces were removed from the patient using tweezers. The procedure was completed with a non-significant delay using a smith and nephew back-up device in the originally drilled bone hole. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). B5 and h6: event description and health code updated.

Manufacturer narrative:
Internal complaint reference: (B)(4).